Event description:
Patient came in for blood draw. Used butterfly needle to draw patient's blood. Needle to puncture tube bent when trying to push tube on. Was still able to proceed with blood draw, but blood clotted in lining of butterfly tubing. Patient had to be stuck again in another location due to butterfly needle not functioning properly.